Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, no issues related to the customer's complaint were observed in the course of the log review. The vibrator was not activated upon power-up or when connected to the communication tool in manufacturing mode. The receiver vibrator test and "try-it" test were performed and failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The receiver passed the "try-it" test when the vibrator assembly was replaced with a known functional vibrator assembly. The reported event of no vibration was confirmed. The root cause was determined to be a defective motor assembly.